Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿cardiomyopathy induced by incessant ventricular tachycardia originating in the vicinity of the his bundle.¿ ouali s., ben halima m., boudiche s., gharbi a., nadim k., hakim k., ouarda f., mourali m.s. Indian pacing and electrophysiology journal. The 2018; 18(2):76-79. 10.1016/j.ipej.2017.10.008. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a radio frequency (rf) ablation catheter: there was one (1) patient who had a complete atrioventricular block (avb) during the ablation procedure. The procedure was stopped. Two weeks later, ventricular tachycardia (vt) occurred again, and the patient underwent an additional session of ablation. The patient remained free of vt during the seven months of follow-up. The status/location of the catheters is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.